Event description:
A hosp rep reported that during vitreoretinal surgery, there was no vitreous fluid extraction. The procedure was completed using manual aspiration of the silicone oil. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system, observed no vacuum at the vfc (viscous fluid control) port, and replaced the pneumatic connector assembly to resolve the issue. Preventive maintenance was performed. The system was then tested and met product specifications. The replaced pneumatic connector assembly was returned for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).